Event description:
Two patrons were burned (first and second degree) on face and upper chest when the filter to the face tanning bulb came out of its bracket allowing exposure to both patrons by the unfiltered face tanning bulb. Subject tanning bed is one of three in place at salon.